Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and was treated with unspecified intraperitoneal antibiotics (doses, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.